Event description:
Related manufacturer reference number: 2017865-2022-08295. It was reported that the patient presented in the clinic due to pocket erosion. It was noted that the right ventricular (rv) lead had eroded the skin. Additionally, the rv lead had sensing issues due to r-wave amplitude variation. The pacemaker (pm) and rv lead were explanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported field event of pocket erosion could not be traced to the device. The device was tested on the bench and using automated testing equipment, and no anomalies were found.